Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2014 due to pain and instability. The modular head and acetabular cup were removed and replaced with a biomet modular head and a competitor cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."and "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."